Event description:
The customer's spouse reported via phone call that the insulin pump sustained a crack on the casing. The caller stated that the damage was located at the bottom where the device's label sticker would have been. She did not know how the damage occurred. She stated that the insulin pump appeared to be cracked around the bottom, as though the glue was coming undone. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, missing address/serial label, missing end cap sticker, cracked reservoir tube lip, minor scratched display window, torn keypad overlay and detached end cap.